Manufacturer narrative:
(B)(4). Concomitant medical product: 00588001502, rotating hinge knee femoral component, 62104085. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 02626.

Event description:
It was reported the patient underwent right knee arthroplasty. It was also reported that the x-rays demonstrated circumferential lucencies in the cement bone interfaces of the distal, femoral, and proximal tibial shafts with intact constrained femorotibial components radiographically consistent with loosening. The patient was revised due to loosening. Attempts have been made and additional information on the reported event is unavailable.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of patient's medical records. Evaluation of the retuned femoral component identified the component had bone cement on the backside and the femoral augments were still assembled to the component. A stem extension was also returned that was not assembled to the femoral component. Evaluation of the returned tibial component identified the backside was covered in bone cement. Scratches were noted on the returned devices. Measured dimension on the tibial component and stem extension were conforming to print specifications. The product identifiers on the femoral component could not be measured due to the bone cement on the device. The articular surface and hinge post extension were also returned. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Concomitant products: catalog #: 00599003510, augment block size e 5mm, lot # 62534383. Catalog #: 00599003501, augment block size e 5mm, lot # 62533588. Catalog #: 00599003524, femoral augment block size e 20mm, lot # 62458111. Catalog #: 00598801015, stem extension straight 15mm, lot # 62488074. Catalog #: 00588005012, articular surface with hinge, lot # 61821777. Catalog #: 6197-9-001 simplex bone cement lot mfu055 catalog #: 6197-9-001 simplex bone cement lot mju088. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-02626, 0001822565-2018-02627, 0001822565-2018-02966, 0001822565-2018-02968, 0001822565-2018-02969, and 0001822565-2018-02970.

Event description:
It was reported that the patient was indicated for right knee revision arthroplasty due to radiographic evidence of loosening; prior to the revision the patient was also experiencing pain, limited range of motion and was noted to have a varus deformity. All components were removed and replaced with a limb salvage system. Radical distal femoral resection was noted to have been required due to bone loss. No additional patient consequences were reported.